Event description:
It was reported that a revision surgery will be performed due to dislocation of the device. The tandem bipolar was the device who caused the issue. It was implanted 2 months ago. The surgeon does not think the failure of the product.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis conducted during this investigation noted that bone on-growth is observed on all sides of the porous coating of the stem; this indicates good proximal fixation within the femur. Scratches are observed on the neck of the stem and on the head, likely due to removal. The bi-polar/liner construct was returned assembled with internal polyethylene components fully locked in place. No visual damage was observed. This investigation shows that the head is too large to pass through the opening of the construct when stacked. The head would need to pass through the opening in order to disassemble. This demonstrates that the head diameter was large enough to be constrained within the bi-polar component, as designed. Locking ring was disassembled from the construct and their examination shows no damage or deformation. Scratches were visible on the lateral face of the locking ring, likely due to explant, but no other damage was visible. No conclusions as to the cause of this issue can be determined. The dimensional evaluation was performed on the lock ring. Several features measured oversized due to damage during surgical extraction. A clinical evaluation noted that without x-rays or the primary operative report a thorough medical assessment could not be conducted. However, a procedural/user event cannot be ruled out. No medical assessment is warranted at this time. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.